Event description:
It was reported that a spectrum iq pump infused total parenteral nutrition (tpn) too quickly (over infusion). Tpn was infusing, with the pump indicating 117 vtbi (volume to be infused) and 2 hours 23 minutes remaining; however, the IV (intravenous) pump alarmed "air in line" as the tpn bag became empty during patient infusion at intensive care unit department. There was patient/user injury, medical intervention, symptom or adverse event, which was described as temporary harm. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.